Event description:
It was reported that "she charges her pump up to 90 percent and as soon as she unplugs, it drops down to 25 percent." There was no reported adverse impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.